Event description:
It was reported that this patient felt intermittent shortness of breath while climbing stairs. Technical services (ts) examined device episode data of this pacemaker and found that there was far-field oversensing of the r-wave by the right atrial (ra) lead causing inappropriate atrial tachy response (atr) mode switches and desynchrony. Reprogramming was suggested as troubleshooting. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.